Event description:
It was reported that this patient with this implantable defibrillator has been exhibited t-wave oversensing (twos) on the right ventricular (rv) channel that resulted in oversensing and that this implantable defibrillator delivered inappropriate anti-tachycardia pacing (atp) therapy. The patient was presented to an in-office check and twos was noted even at rest. As a result, the sensitivity was adjusted, subsequently, isometric testing was performed, and oversensing was not noted. It was recommended to continue monitoring and further testing. Currently, this lead remains in service and there were no adverse patient effects reported. Additional information received indicated that the local area representative reached out to technical services (ts) for review of the additional stored episodes of the twos on the rv channel, which resulted that the device delivering several inappropriate shocks in multiple episodes. Therapy was not exhausted. Additionally, there was noted an alert for low rv intrinsic amplitudes. Troubleshooting and programming options were discussed and recommended. No additional adverse patient effects were reported. Currently, this device remains in service.